Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. There are proper controls in place to detect product malfunctions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
Material # 393526 batch # 5237880 it was reported by customer that flush through main lumen, but fluid leaked through near port. Verbatim: customer shared that there were two incidents that the IV would not flush despite being placed and used successfully. Attempted to flush through main lumen but fluid leaked through nearport. (B)(6) utilized a 20 g nexiva IV catheter on a patient tonight (lot # 5237880 exp date 7-31-28) and after approximately 3 hours of regular use including a CT with contrast she found she was no longer able to flush the line property. When she attempted to trouble shoot the IV she found that when she attempted to flush the line the saline was spraying out of a tiny hole in the hub nearest to the IV-insertion point. (B)(6) says this has happened to her on at least one other IV set in the past. No pivo was used at that site and nothing was down to it that would explain where the small hole came from.